Event description:
It was reported that during a scheduled retrieval, it was observed that an ivc filter leg had detached from the ivc filter and was embedded in the caval wall at the same level of the filter. The filter was removed without incident. Attempts to retrieve the detached limb with various different loop snares were unsuccessful and the limb remains implanted. A post retrieval cavagram demonstrated that the ivc was patent and clear of thrombus. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned for eval. The investigation is currently underway.